Event description:
"Attempt to deploy 8f perclose failed as its sutures were already cut at the time its foot was removed. So the cfa was rewired through the side port of the perclose and an 8f was successfully deployed." Upon further query with the customer, the following info was received: the physician attempted an arteriotomy closure after an interventional procedure with a six (6) french (fr) perclose proglide device. After the first device failed, a second proglide device was used. Hemostasis was achieved with the second device. Computed tomography (CT) of the groin was performed; it was negative for a retroperitoneal bleed but positive for a 2.8 cm x 5.8 cm hematoma. The hematoma did not require medical or surgical intervention. The pt was admitted to the hospital 4 days later and discharged eight days later. Reportedly, the pt's hospitalization was not a result of this event. Although requested, no additional pt info was provided.